Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that the atrial lead was dislodged due to decrease impedance and p-wave sensing. Diagnostic imaging confirmed the dislodgement and reprogramming was preformed. The patient was stable.